Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a ischemic ventricular tachycardia (isvt) procedure with a navistar thermocool, and a char device malfunction occurred. It was reported that the ECG quality dramatically diminished after the first ablation was completed. The issue was on both the carto 3 system and the recording system. The ablation cable was replaced without resolution. The ablation catheter was replaced and the issue was resolved. Upon request, clarification was received stating that the signal which diminished was the ablation egm and the signal loss was not on all the channels. There was no patient consequence. The procedure was completed successfully. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted that the tip done had char which measured about 1mm. The event was originally considered non reportable. However, the returned catheter condition noted on (B)(4) 2014 has been assessed as reportable. The awareness date was updated for this record from (B)(4) 2014 as when the issue was found from the bwi failure analysis lab.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). The patient underwent a ischemic ventricular tachycardia (isvt) procedure with a navistar thermocool, and a char device malfunction occurred. It was reported that the ECG quality dramatically diminished after the first ablation was completed. The issue was on both the carto 3 system and the recording system. The ablation cable was replaced without resolution. The ablation catheter was replaced and the issue was resolved. Upon request, clarification was received stating that the signal which diminished was the ablation egm and the signal loss was not on all the channels. There was no patient consequence. The procedure was completed successfully. The returned device was visually inspected upon receipt and the tip dome had char. This condition was not reported by the customer. Then per the reported event, the catheter was tested for electrical performance and it was found within specifications. Due to the char found, the catheter was tested for temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed. The root cause of the char remains unknown.